Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/04/2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported event of a loss of connection was not confirmed via data. A root cause could not be determined. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. The reported event loss of connection was not confirmed. The root cause could not be determined.